Event description:
Device 1 of 2. Reference MFR report number: 1627487-2014-01070. The patient received two leads with the same lot number. It was reported a seroma was detected at the lead incision site. A back brace was prescribed to help relieve the pressure. Follow-up identified the seroma was evaluated by the physician on (B)(6) 2014. The issue was determined to be a combination of scar tissue and the anchor. There is no further intervention planned at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.